Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿bubble issue¿ was noted on port 5 of an unspecified compounding device with an unknown compounding access set. The event occurred during compounding. There was no patient involvement. No additional information is available.